Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. The index knob was loose., and evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning is also required.

Event description:
It was reported that when the surgeon was about to use the mayfield modified skull clamp (a1059), the rocker lock did not lock down tight. The surgeon thought that the lock could come loose while on the patient if it got bumped. There was no patient involvement.